Event description:
It was reported, the patient had one instance of a staph infection and had to have their implantable neurostimulators (ins) removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v011138, implanted: 2006 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 64001, lot# n251181, implanted: 2011 (B)(6); product type adapter product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead product ID 7495lz66, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 64001, lot# n251185, implanted: 2011 (B)(6); product type adapter product ID 37612, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).